Event description:
It was reported that the programmer spontaneously shut itself down during an implant procedure. All of the cable connections were checked and were plugged in correctly. The programmer was plugged into the same electrical power bar as the external defibrillator and that did not shut down or switch to its battery source. A different power cord was brought in and used. The implanting cardiologist continued with the surgery with successful implant of a device and leads. The programmer will remain in use and the staff at the clinic will watch to see if this issue occurs again. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).